Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported neurologic dysfunction could not be conclusively determined through this evaluation. Review of the submitted log files showed normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including neurological events (not stroke related). Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the emergency room with cerebrovascular accident (cva) like symptoms. Log files were attached. There were no notable alarm conditions or parameter changes. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.